Event description:
The customer reported the system would intermittently not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated a cable connector. The system operates as intended.